Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max reperfusion catheter. During the procedure, the physician used a neuron max 90cm to gain access. The internal carotid artery (ica) had a 360 s loop, so the max was placed in lower cervical section. The physician then introduced a 5max reperfusion catheter, velocity and transcend wire up to the mca. The 5max reperfusion catheter had issues tracking around the syphon. The physician was able to get the velocity and 3d up to the mca clot and placed into the superior division of the m2. The physician then opened the 3d and then tracked the 5max reperfusion catheter proximal to the clot. Aspiration was started and when the 3d was pulled it had a minimal clot. It was noted on injection that there was a dissection at the syphon, but was not flow limiting. The physician then downsized to a 4max reperfusion catheter and opened the mca. The inferior division of the m2 had a hard a-fib clot and the physician was unable to cross with a wire. The physician then went down and used the 3d device superior to the syphon. The procedure ended with the mca open and a minimal dissection in the ica which was not flow limiting.